Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign matter was attached/clogged to the air/water channel and the tip of the air/water cylinder, but it was not possible to identify the foreign matter. Due to a leak defect in the light guide lens, proper reprocessing may not have been possible and the foreign matter may not have been removed. Dirt (foreign matter) could be confirmed inside the light guide lens. Since foreign substances are attached to areas other than the outer surface of the scope, they will be removed during reprocessing. Physical stress due to hitting the tip of the scope, dropping the tip, etc., or injury due to the chemical solution used. It is likely that the adhesive around the light guide lens came off due to medical stress, etc., and moisture entered the light guide lens, causing corrosion. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited residual white foreign objects inside of the air/water tube and air/water cylinder, and the light guide lens had foreign material inside. Additionally, the distal end had corrosion present. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.